Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported; the dragonfly optis imaging catheter was to be used in the left anterior descending (lad) lesion with resistance. However, the lens markers was not tracking on the wire. Once removed, it was noted a leak from a hole halfway between the distal and lens markers. Therefore, the procedure completed without using a replacement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported tear was able to be visually confirmed; however, the reported leak, difficulty to insert, and difficulty to position were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material tear, leak, difficulty to insert, and difficulty to position appear to be related to circumstances of the procedure. The returned catheter was confirmed to be torn on the distal end of the guidewire exit notch and kinked in the window tube, which are consistent with the reported torn sheath and causing the reported difficulty to insert and difficulty to position the catheter. The catheter was able to be purged without issue or leaks noted, and there were no anomalies nor defects noted which could be attributed to the reported leak. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.